Event description:
Reportedly, during a procedure the surgeon was using the device and 'buzzing" the hemostat. The facility reports the doctor received a pinhole burn through the glove and a nurse received the same type of burn. Additionally, the facility reports that patient appears to have sustained a burn next to the surgical site. The extent of the patient burn is unk.